Manufacturer narrative:
(B)(6).

Event description:
It was reported that the both the ts removed from the needle after the first trigger.

Manufacturer narrative:
A visual assessment of the device showed no ts or suture remains on the insertion needle or were returned for evaluation. The actuator is in its t2 post deployment position indicating a complete deployment. The depth limiter is crimped at its distal end, this condition is consistent with over penetration of the meniscus during deployment. The device was functionally tested for proper actuator advancement and cycling and functioned as intended. It appears that the device was penetrated in excess of the preset depth causing t2 to be pulled free from the needle during t1 deployment. No root cause related to the manufacturing process can be established. Further investigation is not warranted at this time.